Event description:
Per the independent repair center, the customer alleged problem is alarm will not function. The key failure is the power switch is severely contaminated. Additional malfunction is the pilot valve alarms/shuts down.